Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's catheter was kinked and dislodged several years ago and went into 'her muscle tissue.' According to the manufacturer device registry, the drug delivered via pump was morphine. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, lot# l66506, implanted: (B)(6) 1999, explanted: (B)(6) 2006, product type catheter. (B)(4).